Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that the tooth was extracted. This is a follow up report for this additional information. Investigation results involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1850062). Per bounding with previous complaints (B)(4). (Complaints received simultaneously from the same customer), some available unused reciproc blue files r25 8/100 21mm 025 batch #1850062 had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the product batch #1850062 is conforming (representative sampling). No fault was found, production meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). No fault found. Production batch #1850062 was tested successfully in the past. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4831 health effect - impact code - 4624 this is a follow up report to correct this code.